Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric sleeve resection, at the third firing the tissue was pushed out without cutting by the staple. At the fourth firing of the stomach sleeve creation, the tissue was unable to be cut and when pushing out the tissue, the device stopped working in the middle. The staple also had a poor formation and the knife cut worse than other products as solid. When a new product was opened again and the fifth firing was performed, the tissue was pushed out slightly at the beginning,but the doctor managed to cut the tissue from the middle and completed firing. After that, there was no problem with the sleeve creation. At the third, fourth, fifth and sixth firing, the staplers used were the same lot. The surgical time was extended by less than 30 minutes. Additional tissue resection was required due to the issue. Oozing bleeding occurred as a result of the issue.